Event description:
It has been reported to philips that the image processing pc (ippc) went down during a case and fluoroscopy/exposure was not possible. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. During treatment at the start of the procedure issue got happened. The procedure was completed by using another philips system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system went down during a case and fluoroscopy/exposure was not possible. Review of the system log file showed that the malfunctioning of frontal ip-pc. Upon troubleshooting action, fse found that there were power on self-test (post) ippc errors on pc and its hard drives. The fse replaced the ip pc and hard disks. After replacement of the ip pc and hard disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and device problem code were corrected.